Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 10/30/2019 and 11/22/2019. Reporter email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted into the patients left eye was slightly off-center and that there was a capsule tear. The iol was explanted and replaced with a non-johnson and johnson iol. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/7/2020. Section h3: device returned to manufacturer: yes. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: a visual inspection of the complaint product was returned. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. It was observed that there are scratches on the posterior side of the optic body. No other anomalies were identified. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.